Event description:
It was reported that this pacemaker was found to be in safety mode and had a red alert on the home monitor system. The patient reported pacing at 92%. It was recommended that this device be replaced. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that this pacemaker was found to be in safety mode and had a red alert on the home monitor system. The patient reported pacing at 92%. It was recommended that this device be replaced. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode and had a red alert on the home monitor system. The patient reported pacing at 92%. It was recommended that this device be replaced. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets-occurred during a telemetry session. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report captures the explant of this device and impact on the patient.